Event description:
A malfunction was reported on the pump by the customer, but no notable events preceded the issue, and there was no adverse impact on the customer's blood glucose level. The customer acknowledged instructions for managing the issue, including placing the pump into storage mode before returning it and programming settings into the replacement pump. A complaint technical support (cts) team member confirmed that the faulty pump is under warranty and that a replacement pump, including necessary shipping materials, was sent to the customer. The customer was guided to return the problematic pump within ten days to avoid a charge and advised on connecting their continuous glucose monitor (cgm) to the new pump. Customer reverted to an alternative method of insulin therapy.